Manufacturer narrative:
Initial.

Event description:
It was reported that the pump emitted beeps without alerts while the user was interacting with the device during a rewind sequence, consistent with a device that displayed an incorrect message and involved the screen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the device displayed an incorrect message related to the screen, and the log review supported a software data definition issue. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.